Event description:
Customer reported the uom setting of their unlocked freestyle flash meter changed from mmol/l to mg/dl. There was no report of death, serious injury or imstreatment.

Manufacturer narrative:
Tested returned unit. Complaint confirmed. No mfg parameters found out of spec. Did not observe battery icon or booklet icon while strip was inserted. Uom was selectable and was received at mg/dl. 0300, 0806, 0204 and 0015 errors were observed in the error log indicating battery droop. Battery droop is an indication of memory overwrite. Meter is operable. Customers and retailers have been informed through the fa16may2006 letter.